Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the spectra optia apheresis system essentials guide warns the operator to ensure the tubing connection to the blood warmer is tight. Root cause: the stop cock was not a terumo bct part, therefore, a definitive root cause could not be determined. It is possible, but not limited to, that the stop cock was defective or was not properly fastened to the return line of the optia disposable kit.

Event description:
The customer reported that a heart transplant patient underwent a therapeutic plasmaexchange (tpe) procedure. Forty minutes into the procedure, it was noticed that blood had been leaking from a stopcock used to connect the disposable set return line to a blood warmerline. Per physician's order, the patient was transfused with a unit of blood. Per the customer,the patient felt 'dizzy and light-headed' after the blood loss but was 'fine after the transfusionand was fine now'.the customer declined to provide the patient identifier.the disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: per the customer, between 500 and 600ml of blood was lost by the patient.replacement fluids hanging were albumin and normal saline.the run data file was analyzed for this event. Based on the signals in the run data file, thespectra optia system operated as intended.the machine was checked out by a terumo bct service technician. The machine met allmanufacturer's specifications. A full auto test and simulated run were performed with no issuesfound.investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Additional information: the cause of the leak was determined by the customer to be the stop-cock. The stop-cock is not a (B)(4) device. Per the rdf and machine checkout, neither (B)(4) disposable nor the machine caused or contributed to the blood loss.